Manufacturer narrative:
Section d4, serial number was updated. Calibration and qc were acceptable. Cell clean, process short and sample short alarms were observed on the customer's alarm trace. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas e801 module. The initial result was > 10000 miu/ml with a data flag. This result was reported outside of the laboratory. On (B)(6) 2021 the sample was repeated with a result of 0.200 miu/ml with a data flag. This result was believed to be correct. The hcg + b reagent lot number was 51385101 with an expiration date of 30-apr-2022.